Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to FDA: 5/04/2021 h6 component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qbbbke, and no non-conformances were identified. *were there any patient consequences?no.

Manufacturer narrative:
(B)(4). Additional information was requested and the following information was obtained: what tissue was being approximated or sutured when it pulled off? Blood vessel. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle when sewing during the surgery of unilateral incarcerated oblique inguinal hernia. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.